Manufacturer narrative:
The associated genesis ii biconvex patella component was returned and evaluated. A lab analysis conducted during this investigation noted minor scratches and burnishing observed on the articular surface of the patella implant could have been caused by third-body particulate (bone, bone cement, etc.), or during removal of the implant. Cement was still embedded around the cement groove of the implant. Damage was observed on the fixation peg. No material or manufacturing deviations were observed in the course of this investigation. Our investigation including a review of review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. The devices were manufactured in 2014. A review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A clinical evaluation noted that based on the information provided, the reason for the patellar loosening cannot be concluded but an infectious etiology has been ruled out. The patient¿s post-operative condition is unknown at this time and future patient impact beyond the revision cannot be determined. No further clinical assessment is warranted. We consider this investigation closed. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that patient had pain and cracking in knee. X-ray and scintigraphy have shown a loosening of the patella implant.